Event description:
Report received of a balloon rupture during use on a pt. The catheter had been placed for a right heart catheterization procedure. When the operator attempted to inflate the balloon it was reported that he "had a feeling that the balloon had not inflated". The catheter was disconnected from the pt. The catheter was then observed to have a "ruptured" balloon. There was no report of any problems with the balloon during the pre-insertion balloon check. There was no report of an adverse pt event.